Event description:
Paramedics responded to a person, condition not reported. The device was connected to the patient with ECG leads and defib pads for external pacing during transport to the hospital e.d. The device alarmed connect cable and would not pace the patient. CPR was adminstered instead and the patient was transferred to the hospital e.d. The patient died later in the day at the hospital. There were no reports of any adverse effects as a result of device use.